Event description:
Customer reported they medicated themselves based on readings received while meter was set to the incorrect unit of measure setting. Customer experienced nausea and tiredness, symptoms of hyperglycemia, for two days. Treatment was not described. Third party medical intervention was not required. Testing was on the fingers.